Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, six days after the altis was implanted, the patient had a violent sneeze, heard a pop and became incontinent again. When the physician went in to fix the issue, the mesh had pulled away from blue suture on static side and suture was hanging from the anchor and could be felt by physician. A supris mesh ws implanted. It was reported there were no additional consequences. Per the report, the dissection was at least 1.5cm wide and dissected back to the sulcus to allow for adequate space for proper sling placement. The final placement of the altis sling was at 10 and 2 o'clock position. The introducer was parallel to the descending pubic ramus when passing both anchors. There was nothing unique about the patient's anatomy. When the dynamic suture was pulled across the patient's midline, proper tensioning was achieved to support the urethra.